Event description:
This lead had high impedances of 1000 ohms, but when a new device was implanted impedances dropped to 400-500 ohms. This lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.